Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/11/2015 with the following findings:a review of the black box indicated that a call service 020 had occurred. The pump powered on with an hour glass on the display and then the display went blank. Additional testing could not be completed due to the blank display. The pump casing was removed and a failed component on the printed circuit board was observed. The component was replaced, and the display functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that after rebooting the pump to clear an alarm, the screen would not move past the hour glass. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.